Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the mega suturecut needle driver cable broke during preparation. The procedure was with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. For clarification: the instrument only discovery was a broken grip cable and when the grip cable is frayed or broken, there is no risk of grip cable segments falling into the patient. Each jaw of the lscnd instrument is actuated by a single grip cable with a medial grip cable crimp. The crimp resides within the grip and transmits the motion from the cable to the jaw. One side of the cable opens the jaw (known as the grip open cable), and the other side closes the jaw (known as the grip closed cable). In the event of a full grip cable break, the grip closed side of the cable still retains the grip cable crimp and prevents it from falling into the patient. The same is true if the grip closed side of the cable were to experience a complete break. In this case, the other side of the cable (the grip open side) still retains the cable crimp preventing it from falling. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.